Event description:
It was reported that, an 840 ventilator was giving inaccurate exhaled volume readings while in use on a patient. The patient was removed from the ventilator and bagged. The patient was not harmed or injured as a result of the event. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Customer reported that the ventilator was run during the weekend and exhaled volumes were normal. Ventilator was tested and passed all tests.